Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: stent difficult to position, premature partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure of a totally occluded popliteal artery, resistance was felt while advancing the xpert stent through the introducer sheath. The xpert stent delivery system was withdrawn, and upon inspection, the physician noticed that the stent was partially deployed. A second xpert stent was successfully used and deployed at the intended site. There were no adverse pt effects. Though requested, no add'l info was available.